Event description:
My obgyn recommended essure as a non surgical minimally invasive female sterilization. I had essure placed in (B)(6) 2012. Following that I experienced health issues such as a rash, left eye dilating, face going numb, and problems with balance. I experienced vaginal pain with intercourse and awful vaginal irritation after sex for weeks following. Drs can't identify why and can't offer me any relief. No yeast infection and no bacterial infections. Six year later this is still a reality every time I have intercourse. As if that is not enough change to experience in my body. I also have 8 to 10 day periods that bring labor like cramps, heavy bleeding, and blood clots. Every month I have ten days without my period and then it starts again. Finally, my left hip hurts all of the time now and there is no medical reason. This is resulting in a medically necessary total hysterectomy. My non surgical minimally invasive solution of essure has led me down to a path of surgical removal of a major female organ. If I do not die from surgery alone, I will live out the last 40 years of my life without the normal female anatomy that women hold sacred. This device has hurt many women, families, and children as a result of the lack of appropriate scientific studies allowing enough time for clinical trials to be effective. Please stop rushing the process and turning unknowing individuals into lab rats. Essure - to be removed via total hysterectomy on (B)(6) 2018.